Event description:
It is reported by the patient's is displaying contradicting sensor glucose and blood glucose levels. Patient's blood glucose level is 259mg/dl. Trouble shooting was conducted and problem stopped. Device is not being returned. No further information available.